Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose (bg) level was 314 mg/dl. The customer addressed the elevated bg level with a manual injection; however, too much insulin was administered. Subsequently, bg level decreased to the upper 40's (mg/dl). The customer was admitted to the hospital on (B)(6)2015 and was treated with dextrose and glucose. The customer reported being discharged from the hospital on (B)(6) 2015 and has been in contact with their health care provider regarding backup insulin therapy.